Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The battery longevity was noted to have decreased from 9 years to 6 years over the course of 1 year. This pacemaker remains in-service at this time and will continue to be monitored. No adverse patient effects were reported.